Manufacturer narrative:
Patient information was unavailable from the site. No evaluation was performed as the reported issue was resolved via initial troubleshooting.

Event description:
Medtronic received information that, while in a procedure, the trajectory for the procedure rotated without prompt from the user. It was noted that the patient orientation on the imaging system used in the procedure was correct. It was reported that the representative did not follow proper protocol to perform the proper rotations. It was noted that the issue occurred during a screw insertion and that there was no delay to the procedure. There was no reported impact on patient outcome. No additional information was provided.